Event description:
Over the last 3 days, patient has developed a skin breakdown over a pretibial cystin left knee. Preop aspiration culture demonstrated no growth. A portion of the acl graft was found torn. All hardware was removed from the patient. Part number referenced in this report needs to be confirmed by hospital. This device is used for treatment.